Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was programmed to deliver for one hour but that the pump was sometimes alarming that the dose was done after only 20 minutes. They stated that the pump was programmed for a 300 ml dose and 300 ml per hour rate, but did not advise how much was being delivered in the specified time frame. Mmdg followed up with the initial reporter who stated that the patient did not experience any adverse effects due to the complaint. They did not provide any additional information. Complaint (B)(4).